Event description:
It was reported to boston scientific corporation in 2008, that a hydrothermablator console unit (hta) was tested two days prior. According to the complainant, there was an out of box failure: unit freezes at various stages during tests. There was no patient involvement.

Manufacturer narrative:
The hta console was returned to nexcore for evaluation and nexcore was able to confirm the complaint. There was an intermittent problem found on the drain solenoid. The solenoid was adjusted and cleaned. The unit then passed the final logic and full wet tests.